Event description:
It was reported that this right ventricular (rv) lead triggered a lead safety switch (lss) due to pacing impedance measurements high out of range. Technical services (ts) noted that this was a gradual rise observed since the generator was last changed. It was also noted that the patient is currently very ill and undergoing cancer treatment. Ts provided troubleshooting options to be performed in clinic, including assessment for noise and evaluation of the out of range measurements. Ts also provided reprogramming recommendations. This lead remains in service. No adverse patient effects were reported. Additional information was received from the field stating fractures was disregarded and possible calcification was suspected. Moreover, reprograming was performed on this rv lead and it was planned to monitor this patient. No adverse patient effects were reported.

Manufacturer narrative:
Updated b5 describe event or problem with additional information received from the field. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead triggered a lead safety switch (lss) due to pacing impedance measurements high out of range. Technical services (ts) noted that this was a gradual rise observed since the generator was last changed. It was also noted that the patient is currently very ill and undergoing cancer treatment. Ts provided troubleshooting options to be performed in clinic, including assessment for noise and evaluation of the out of range measurements. Ts also provided reprogramming recommendations. This lead remains in service. No adverse patient effects were reported.